Event description:
It was reported that during surgery the drill bit broke.

Manufacturer narrative:
Investigation in progress but not yet complete. The reason for the serialization starting with 90xxx is to provide clarification following a change in stryker's electronic complaint systems.